Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Patient reported left side "experienced deformity", "doubling", ultrasound showed rupture" and "has experienced discomfort and twinge." Also reported, "globose shape, associated with moderate radial folds, which could correspond to signs of capsular contracture baker grade IV". The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, the device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted.